Event description:
Patient contacted dexcom technical support on (B)(6) 2013 and claimed that on (B)(6) 2013 patient experienced bleeding after patient changed sensor. Patient claimed that 10 minutes after insertion, patient noticed bleeding near abdomen. Patient reported to the emergency room and the bleeding was stopped. Patient reported abrasion and a small bruise on insertion site. No further medical intervention was necessary.